Event description:
A locking proximal femur plate, implanted for a subtrochanteric fracture, broke post operative and was removed. The pt complained of feeling something pop and an x-ray revealed the plate had broken. During the procedure, pt was revised to a trochanteric fixation nail.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device has been received and is currently in the investigation process. No conclusion can be drawn at this time.